Manufacturer narrative:
(B)(4). Baxter received a used set with no cap on spike (loose in pouch) and no cap on patient connector. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was not confirmed for the reported problem. The root cause of the complaint cannot be determined.

Event description:
The spike of the transfer set was separated from a port of the twin bag during connection. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A lot number was provided and a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available.